Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in peritonitis. The caregiver in the nursing facility was inadequately trained. The peritonitis was manifested by abdominal pain. On an unknown date, the patient was hospitalized for peritonitis. Treatment details and recovery status of the patient were not reported. At the time of this report, the patient remained hospitalized. The caregivers had not been retrained on aseptic technique as of yet but was going to be retrained on an unreported date. Action taken with therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.